Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. Philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Upon functional analysis, it was found that the wireless footswitch issue was due to faulty plug. The philips engineer replaced wireless footswitch, footswitch charger, and the base station. The defective wireless footswitch (wfs), wireless footswitch charger (wfc) and base station was returned to philips for further analysis. The analysis of wfs and wfc confirmed the failure. It was identified that the wfs had charger plug broken off in charge port and wfc had no power. But the cause of the base station failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.